Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level alarm confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.